Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the therapy electrodes. The area was described as a heat rash with sensitive and itchy skin with no broken areas. The patient's doctor recommended using water based lotion to treat the irritation. The patient reported removing the lifevest to for a few hours to get some relief. The patient reported that his doctor is aware, but there is no indication that the patient's doctor recommended the removal. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.